Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a leak from a cassette set during drain one of five of peritoneal dialysis therapy. The leak came from the patient line. The technical service representative assisted the patient with ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.